Event description:
It was reported that when using the bd pyxis¿ es server,the patient was not showing as pre-admitted in the system and impacted users ability to dispense medication for patient. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was stuck in pre-admitted state. A technical support specialist (tss) identified a concurrent error where the admit message was not being processed and restarted the internal inbound processor. A knowledge article, med es server messages not processing concurrent error was reviewed, but the hotfix could not be applied. Further investigation confirmed an existing problem record with product incident (pi), with a compatible hotfix still under development for es 1.7.4. The customer was informed of the situation and advised resending the admit message or re-admit the patient as a workaround. The patient remained in pre-admitted status as the customer was unable to send the required messages, and pyxis was configured to display pre-admitted patients to allow medication access. Tss informed that the hotfix was in progress with no confirmed deployment date, but it was expected to resolve the issue once released.